Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in a telemetry signal loss where multiple beds are showing a couple seconds up to a minute of signal loss (triangle wave). When the small increments happen they are close together and can stretch up to a minute. The biomedical engineer said the staff is not too concerned but it concerns the biomed. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was in intermittent signal loss across the telemetry system. No patient harm was reported.